Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leaking at the bottom of the cartridge. The customer believes the cartridge was not overfilled. Reportedly, there was a tear in the tubing and that it was damaged. There was no impact to the customer's blood glucose level and the customer was able to load a new cartridge.